Manufacturer narrative:
The processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device reboots during AED mode. There was no report of patient involvement.